Manufacturer narrative:
Early catheter removal after retzius-sparing robot-assisted radical prostatectomy n. Lumen, journal of robotic surgery (2026) 20:40, https://doi.org/10.1007/s11701-025-02997-9, published online: 24 november 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study assessed the outcomes of early catheter removal after retzius-sparing robot assisted radical prostatectomy of patients with non-metastatic prostate cancer between february 2020 and may 2025. In all patients the vesico-urethral anastomosis was performed using two 3.0 barbed suture and was visually checked for water-tightness by instillation of 120 ml of water through the catheter (leak test). There were 343 patients in the study and complications included leak at the anastomosis, temporary catheter retention due to anastomotic suture attachment and vesico-urethral anastomotic stricture. Leaks were treated with extended catheter placement.